Event description:
It was reported that the pig tail was broken, and additional intervention was performed. A flexima apdl was used for treatment. During the procedure, a chest tube pigtail was inserted and the next day, the pigtail broke at the connection site. The ir team refused to assess it and instructed the rapid response team to remove the chest tube. This led to prolonged hospitalization, a transfer to critical care, and a new chest tube placement planned. After removal, cellulitis developed at the insertion site, requiring high-dose IV vancomycin. It is unclear if the hospital reported the product defect or culture results.